Event description:
It was reported that this right ventricular (rv) lead had intermittent high out of range impedances greater than 3000 ohms. The was no evidence of noise or stored events. Technical services suggested further testing of the lead, and they planned to bring the patient in for follow-up. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
3191 was used to denote nips testing.

Event description:
It was reported that this right ventricular (rv) lead had intermittent high out of range impedances greater than 3000 ohms. The was no evidence of noise or stored events. Technical services suggested further testing of the lead, and they planned to bring the patient in for follow-up. The lead remains in-service. No adverse patient effects were reported. Additional information that non-invasive programmed stimulation (nips) testing was performed due to gradual rise in shock lead impedances from around 100 to 120 ohms. The pacing impedances still remained fairly stable high around 3000 ohms. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had intermittent high out of range impedances greater than 3000 ohms. The was no evidence of noise or stored events. Technical services (ts) suggested further testing of the lead, and they planned to bring the patient in for follow-up. The lead remains in-service. No adverse patient effects were reported. Additional information that non-invasive programmed stimulation (nips) testing was performed due to gradual rise in shock lead impedances from around 100 to 120 ohms. The pacing impedances still remained fairly stable high around 3000 ohms. The lead remains in-service. No adverse patient effects were reported. Further information was received that this lead continues to exhibit high out of range pace and shock impedance measurements. Ts discussed a spring contact issue as the probable cause of the reported allegations. Device and lead replacement were recommended. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead had intermittent high out of range impedances greater than 3000 ohms. The was no evidence of noise or stored events. Technical services (ts) suggested further testing of the lead, and they planned to bring the patient in for follow-up. The lead remains in-service. No adverse patient effects were reported. Additional information that non-invasive programmed stimulation (nips) testing was performed due to gradual rise in shock lead impedances from around 100 to 120 ohms. The pacing impedances still remained fairly stable high around 3000 ohms. The lead remains in-service. No adverse patient effects were reported. Further information was received that this lead continues to exhibit high out of range pace and shock impedance measurements. Ts discussed a spring contact issue as the probable cause of the reported allegations. Device and lead replacement were recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead was surgically abandoned and replaced. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to the implementation of the UDI regulation, and as a result, the complete UDI is not available. Applicable product data has been included in this report.